Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of inflation issues were confirmed. The identified fluid leaks were the probable cause for the reported event as a hole would lead to fluid being lost and therefore, leading to the device being nonfunctional. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual analysis of the pump revelated the kink resistant tubing (krt) was worn to filament; however, the pump passed all the functional tests performed. The cylinders were visually tested, revealing folds indicative of possible buckling in the cylinder body. Cylinder 1 had a hole at the corner of a fold and a hole with avulsion in the outer tube of the cylinder body. The krt of both cylinders was worn down to the filament. Cylinder 1 was not pressure tested due to the leaks identified; cylinder 2 passed all tests performed. Visual and microscopical inspection of the reservoir revealed a leak result of fatigue and wear in the reservoir shell. The krt was also worn down to filament. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation. Manufacturer report number 2124215-2021-24620 was determined to be a duplicate report of this report. All relevant information regarding this event will be captured under this report

Event description:
It was reported that the patient experienced inflation issues with inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient fully recovered following the intervention.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of inflation issues were confirmed. The identified fluid leak was the probable cause for the reported event as a hole would lead to fluid being lost and therefore, leading to the device being nonfunctional. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual analysis of the pump revealed the kink resistant tubing (krt) was worn to filament; however, the pump passed all the functional tests performed. The cylinders were visually tested, revealing folds indicative of possible buckling in the cylinder body. Cylinder 1 had a hole at the corner of a fold and a hole with avulsion in the outer tube of the cylinder body. The krt of both cylinders was worn down to the filament. Cylinder 1 was not pressure tested due to the leaks identified; cylinder 2 passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient fully recovered following the intervention.